Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of the procedure during a totally extraperitoneal inguinal herniorrhaphy, a dissector balloon was inserted to create intraperitoneal space. The optic trocar was inserted and after that the balloon, when the surgeon tried to inflate gas nothing happened. The surgeon removed the balloon and could see that the membrane was broken into two pieces. It was stated that a plastic membrane from the camera trocar fell into the space and was removed with a grasper. In addition, the incision was extended. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the white gasket seal for the dissector balloon was disengaged from the trocar. The obturator and cannula appeared intact. Functional evaluation could not be performed because of the missing gasket seal. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged gasket seal may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.